Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 08/04/2010. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the customer alleges the device would not power on. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit failed the initial power connect test. To confirm the suspicion of a faulty power supply pcb, the power supply pcb from this unit was installed in a test neptune unit. The power connect test was performed on the test neptune and failed. This by-pass test confirms the complaint and that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. The pcb on this unit was manufactured 23 jan 2010 and will be replaced.

Event description:
The event is reported as: the customer alleges the device would not power on. There was no patient involvement reported.